Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable and tandem-provided wall power adapter. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer was sent a replacement usb cable and wall power adapter.

Manufacturer narrative:
(B5) it was reported that the pump battery could not be charged. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy. (B5) it was reported that the pump battery could not be charged. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.

Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.